Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Through follow-up, field service engineer (fse) stated that reported error was pointed out on site and had occurred two days, (B)(6) 2017, after previous cable installation. Fse replaced the cable per preventative maintenance. Unit was tested and returned to service. The fse only replaced the data acquisition (da) pcba to motor controller (mc) pcba cable to resolve the reported issue. The mc pcba retention bracket had previously been installed.